Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one shock in two different episodes. Technical services reviewed the device data and noted that the presenting rhythm did not appear to be a conducted rhythm, but the shocks successfully converted the rhythm in each episode. The device was programmed to the primary sensing vector. There was some oversensing observed in the first episode which the health care professional (hcp) confirmed this patient was symptomatic during. It is undetermined whether this shock was appropriate or not. This sicd remains in service. No adverse patient effects were reported.